Event description:
It was reported that the patient presented to the emergency department after multiple shocks were delivered for episodes ventricular tachycardia. During the episodes, it was also noted that there was over-sensed noise exhibited by the right ventricular lead, and it was unclear if all instances of high voltage therapy were appropriate. The patient was scheduled for revision where the lead was capped and replaced on (B)(6) 2023. The patient was stable.